Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported that the trial patient was uncomfortable, had a headache, and also a neckache. Patient also mentioned that they took tylenol and does not know if they are retaining urine from that or the device.